Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 448mg/dl and a no delivery alarm. The customer indicated that they changed sets and pump was anle to prime. Customer was advised to return the infusion set for analysis. The product will be returned for analysis.